Event description:
It was reported that the patient presented to the hospital after receiving inappropriate antitachycardia pacing therapy which accelerated the patient rhythm into a true ventricular tachycardia. Programming changes were made. The patient was in stable condition and will continue to be followed normally.